Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 01 may 2025 a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. The patient had two anterior leaflets. One triclip xtw was implanted. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the septal leaflet. A chordal rupture was noted. A second triclip was implanted to stabilize the first clip and resolve the chordal rupture. The final tr grade was 1-2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.